Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported the insulin pump would not power on, despite changing out the battery. The insulin pump was not available for troubleshooting. The customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies or off no power anomalies noted. The insulin pump powered up properly after battery installation and the operating currents are within specifications. However, the insulin pump was received with minor scratches on the lcd window.